Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% leaked propofol at the luer connection to the infusion set during use. The following information was provided by the initial reporter: "description: propofol line leaking at connection between giving set and syringe. Action taken: infusion stopped and line changed. No harm to patient."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 306575 and lot number 2208923. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. An exact cause related to the manufacturing process could not be determined for this reported incident. We do recommend that the instructions for use are followed during connection and disconnection of the product; taking into account that the bd posiflush sp syringe is designed to be used with iso luer compliant components for intravenous applications. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% leaked propofol at the luer connection to the infusion set during use. The following information was provided by the initial reporter: "description: propofol line leaking at connection between giving set and syringe. Action taken: infusion stopped and line changed. No harm to patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.